Manufacturer narrative:
A replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to one bottle of no foam that leaked. No injury was reported.